Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no reported impact to the customer's blood glucose level. The customer cleared the alarm and resumed insulin therapy successfully.